Manufacturer narrative:
Device evaluation of battery pack sn 86105001 has been completed. The reported problem (non-functional) was confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, there was liquid contamination on the pca and battery cells. The cause of the non-functional battery pack is the liquid contamination. The root cause of the liquid contamination is ingress of an unknown contaminant. No adverse event resulted from the contaminated battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.